Manufacturer narrative:
(B)(4). As per manufacturer's subsidiary, the level sensor disconnected' error occurred while connecting the sensor and the module lamp flashed orange. This complaint is related to (B)(4) / medwatch #1828100-2018-00061.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a 'level sensor disconnected' error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018 the level module alert probe was reporting a frequent status change from coupled to disconnected to uncoupled. This will cause a level: not attached and a level: disconnected alert when the level detection is enabled as reported. During laboratory analysis, the product surveillance technician (pst) observed the level module to function as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: it is stated that a low level alarm or alert was activated and notification was sent to the message area of the heart lung machine (hlm), along with audible notification of the user, but the condition was not met by the user (level in reservoir was appropriate). The information we currently have is that this occurred during a bypass procedure on (B)(6) 2018. The team mitigated the problem by exchanging the level sensor pads. The level safety system is routinely checked prior to going on bypass and depending on how the system is configured, it has varied mechanical responses if a active alarm were to occur. The information available does not state if there was a response, just that the pads were exchanged, and that after that maneuver, the system worked normally. In addition to changing the pads, they also exchanged the module and the cable, therefore all three of the possible sources of error was exchanged out. Information is not known when the module and the cables were exchanged, but the pad exchange during bypass fixed the alarm condition during the bypass procedure. The incident did not delay the surgical procedure. There was no blood loss, nor associated harm due to the event.